Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. The wearable was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.